Manufacturer narrative:
The device is being retained by the end-user facility risk management department. Conmed is in process obtaining additional information regarding this incident. The (B)(6) compliance officer has agreed to obtain digital photographs of the device and send to conmed corporation via email. If additional evaluation of the device is required of conmed - conmed personnel will arrange a visit to the (B)(6). A supplemental report will be submitted on completion of the quality engineering investigation of the incident. Device not being released by end-user.

Manufacturer narrative:
This incident was reported to the FDA by the end-user facility, (B)(6) medical center; however, the risk manager was unable to give me the medwatch report number that this is linked to. The device in question is the marked spring tip guidewire, a 210cm long solid metal mandrel with a flexible variable thread spring attached to the proximal tip. The marked spring tip guidewire is a reusable instrument to be used in conjunction with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilator systems. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 1102254 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. No product was returned for examination or confirmation of defect or confirmation of conmed product. However, pictures of the complaint device were sent to conmed complaint center for confirmation. The review of the pictures indicated that proximal end of the spring was bent, not broken as initial reported by the end-user. There were no sharp edges on the spring tip noticed during the investigation. (B)(4); however, the lot number of the device was unknown and thus the age of the device was undeterminable. There could be multiple possible causes for this failure mode. A possible cause could be excessive force applied by the end-user could bend the spring during use. The distal end of the spring is flexible and the proximal end of the spring is relatively less flexible and soldered to the guide wire. It was asked of the end-user facility, approximately when this particular guidewire was placed into service in their endoscopy center, and approximately how many procedures (per day, week, month) that this guidewire was utilized for? This question remained unanswered and therefore it is unknown how long or how frequent this device was utilized by the end-user facility staff. Combination device degradation over time and excessive force used by the end-user could cause the reported failure mode. The IFU, instructions for use, for the marked spring tip guidewire specify to "carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also, inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked." Furthermore, the IFU specifies that, "the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action." Our investigation revealed that the end-user utilized the proper, manufacturer recommended cleaning solution to clean the device. No root causes can be conclusively confirmed without examination of the actual product. If the product is returned in the future, the complaint may be re-opened for further investigation. No conclusive manufacturing related causes were determined during the investigation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.

Event description:
It was reported. "At the conclusion of an egd procedure with biopsy and dilatation that was performed on (B)(6), the surgeon observed that the guidewire was bent / broken. The (B)(6) female sustained a 2-3mm perforation of the esophagus. The patient was transferred via helicopter to (B)(6) hospital. The patient is reported to be doing well."